Manufacturer narrative:
Pump was received with e-01 alarm due to leaky c1 on mb. Unit had missing overlay on case.

Event description:
Customer requested assistance with the bolus function and setting the reservoir volume of the insulin pump. Blood glucose level was not provided. No further information was provided.